Event description:
Anesthesia machine failed to function properly x 3 attempts. Pt transferred to different anesthesia machine without incident. Sent to our biomed department who then also consulted with another tech the following morning to ensure no problems.